Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. The caller reported it was not working. Caller reported they were seeing the picture with a phone and doctor and por on the screen. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the patient experienced any symptoms, the patient said "sales rep got monitor turned on worked fine." The cause of the power on reset (por) message was determined; they said the battery was very low on power and they will need to replace the battery. No further patient complications have been reported as a result of this event.